Manufacturer narrative:
N/a.

Event description:
Non-integration noted. The implants were inserted according to the lodis instructions for use and screwed in with a dehmoment of 30ncm. Thus good osseostability. A month later, the patient came with the spontaneously explanted implants.

Event description:
Non-integration noted. The implants were inserted according to the lodis instructions for use and screwed in with a dehmoment of 30ncm. Thus good osseostability. A month later, the patient came with the spontaneously explanted implants.